Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in a mildly calcified vessel below the knee. A 2mm x 30mm x 144cm coyote es balloon catheter was advanced for dilation. However, the balloon burst without reaching the rated burst pressure within milliseconds. The device was removed by pulling the catheter out of the patient, and the procedure was completed with an alternative balloon. There were no patient complications as a result of this event, and the patient is doing well.